Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appeared slightly distorted; oval shaped. A large tear observed on the right cusp appeared to be associated with host tissue adherence resulting with restricted leaflet movement. The non-coronary cusp appeared intact. Small tears on the tunica of the left cusp along the inflow margin of attachment appeared to have occurred during explant with the removal of host tissue. Several intracuspal hematomas were observed on all leaflets. The non-coronary left and left right commissures appeared intact. A large tear was noted on the right non-coronary left commissure on the right cusp side. Remnants, small to large, lined the sewing ring on the inflow of all cusps, covering the tissue and base stitching, into all inferior coaptive areas, and 1 to 2 mm onto all cusps. Pannus covered the backs and tops of all stent posts, to the tops of the non-coronary left and left right commissures, showing possible restricted leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the reported event was caused by pannus overgrowth. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. It was reported that 10 days prior to a scheduled reoperation, the patient became symptomatic and suffered an acute event. Additional information was received that the acute event was that the patient became symptomatic all of a sudden rather than over time, which indicated that the tear of the leaflet may have occurred acutely rather than chronically. No action is recommended at this time as pannus overgrowth is an inherent risk of surgical valve replacement and is a known failure mode for bioprosthetic heart valves.

Event description:
Medtronic received information that 45 months post-implant of this bioprosthetic valve, 10 days prior to a scheduled reoperation, the patient became symptomatic and suffered an acute event. The valve was suspected to be torn, which was confirmed at explant. The valve was successfully replaced with another manufacturer's valve.

Manufacturer narrative:
The device is to be returned for analysis. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.